Event description:
It was reported that the right atrial lead had noise/artifact and decreased impedance which triggered a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrs1, implantable pulse generator, (B)(6) 2008; 5024m, implantable pacing lead, (B)(6) 1994. (B)(4).